Manufacturer narrative:
Event description: cook was informed on of an incident involving a guardia access malleable obturator. The customer reported "foreign matter -found during distributors iqc". There was no patient involvement. Investigation ¿ evaluation: a visual inspection of the returned unused device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, and specifications. Visual exam of one returned guardia¿ access malleable obturator noted a black fiber inside the sealed package. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the investigation, this failure mode was attributed to a packaging event. Though the complaint device was determined to be manufactured out of specification, there is sufficient evidence to suggest the rest of the lot and other devices were manufactured to specification. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during incoming quality control inspection at a cook distributor, foreign matter was found in the package of a guardia¿ access malleable obturator. There was no patient involvement.